Event description:
Manufacturer's reference number ot# (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was peeling from the fork. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. According to analysis provided by subject matter expert at manufacturer¿s, the paint chipping was caused by a lack of paint adhesion due to the painting process. Indeed, the surface was too smooth after nitrocarburizing and the paint did not remain adherent overtime for some of the pieces or batches. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was peeling from the fork. The issue was confirmed by photographic evidence. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.